Event description:
During a pta treatment procedure to dilate a heavily calcified, 80% stenotic lesion, the floppy tip separated from the wire. Access was obtained through the left radial vein with a 7 fr sheath. The physician had previously used several different wires attempting to advance a synergy balloon catheter across the lesion. While the physician was attempting to cross the lesion using a torquing device along with the platinum plus wire, the floppy tip separated from the wire and remained in the pt. The procedure was successfully completed using another unit. The tip was retrieved during a surgical procedure and the pt was admitted to the hosp overnight. Pt status is reported as 'good' following the procedure.